Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through similulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with blood glucose levels over 250 mg/dl while wearing a pod between 4 and 24 hours. In addition once the pod was removed the cannula was found to be bent. As treatment, the patient administered a correction and a pen injection of insulin. Once at the hospital the patients pod was removed and x-rays and tests were performed. The patient was released from the hospital the same day as the event.